Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient had a guardian total femur implanted in 2011 (exact date is unknown). Patient developed an acute infection and underwent a single stage revision on (B)(6) 2022 to revise all implants, except for the tibial baseplate. Eleos implants were placed during the revision surgery.